Manufacturer narrative:
The initial reporter address is (B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Problem code 1069 captures the reportable event of snare loop broken. Analysis of the returned device revealed that the loop was broken and blackened with evidence of burns. It is most likely that an excessive application of power during cauterization process was applied to the device during the procedure, since there is evidence of burn marks on the loop. This causes an overheating of the wire and then it breaks. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare got broken at the distal loop. When the device was retrieved, it was noted that there was a burnt portion on the snare loop where it got broken. Therefore, it was considered that the snare loop got broken during energization. The procedure was completed with another rotatable snare.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used in the colon during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare got broken at the distal loop. When the device was retrieved, it was noted that there was a burnt portion on the snare loop where it got broken. Therefore, it was considered that the snare loop got broken during energization. The procedure was completed with another rotatable snare.